Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry, a patient underwent explant of their 26mm sapien 3 ultra valve in the mitral position approximately 1 year and 10 months post tmvr in ring procedure due to severe stenosis. The device was replaced with an edwards surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of medical records as well as engineering evaluation findings. Sections b4, b5, b7, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The device was not returned for evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed based on provided medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by implant patient registry, a patient underwent explant of their 26mm sapien 3 ultra valve in the mitral position approximately 1 year and 10 months post tmvr in ring procedure. The device was explanted and replaced with an edwards surgical valve. According to the medical records, a pathology report for a tmvr explant and mvr explant were received. Both explants were sent for gross evaluation only, and no soft tissue was grossly appreciated. No further findings were reported in the records provided. A tee was performed prior to explant procedure that showed ef 65-69%, bioprosthetic mitral valve (viv) with no evidence of mitral regurgitation, severe prosthetic mitral stenosis, and mean mitral valve gradient of 11mmhg.